Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement : the complaint device was received and evaluated. Visual observation of the electrode revealed that the shaft is slightly bent, indicating misuse of the device. There was saline residue in the suction tube and tissue debris around the tip, indicating the device had been used. The shaft¿s insulation layer is peeling off at the distal end, and there are multiple scratches in the same location. Under magnification, it was observed that the tip is broken as reported confirming the reported complaint. No electrical or functional tests were conducted due to the condition of the electrode. IFU states, ¿electrodes will wear from normal use, dependent on factors such as length of use, high tissue removal rate, prolonged use against bony surfaces, prolonged use in saline, high power setting, and with minimal suction or fluid management. Periodically assess electrode tip for wear and proper operation. Replace the electrode if excessive wear is noted.¿ the condition of the device can be attributed to prolonged use leading to erosion and leading to active tip breaking. A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints from this lot released for distribution. Other than the possibility mentioned above, we cannot discern a root cause for this failure at this time. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that during hip surgery, it was observed that the metal tip of the vapr cool pulse 90 electrode, w/hand controls device broke during use in patient. It was noticed at once on the monitor, and the device was removed from the patient. It was reported that the broken part did not fall off the device but stayed in place. It was reported that the surgery was completed with same like product. It was not reported if there were any delays in the surgical procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.